Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) /2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 10/30/2015 with the following findings: a review of the pump black box revealed unexplained pump reboots. The complaint of intermittent power was unable to be confirmed during the investigation. The pump was run on a 24 hour basal program using the returned battery cap with no intermittent power or reboot occurrences. The pump was opened and there were no defects or moisture found internally. There was no damage to the battery compartment threads or battery cap and the battery cap measurements were found to be within specifications. Unrelated to the original complaint, the battery compartment was observed to be cracked at the case seal traveling down towards the battery compartment threads. (B)(4).